Event description:
It was reported that pump displayed malfunction code 13 with associated fault ID and could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.